Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9050864. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that after successful insertion after 40 minutes it was discovered the patient had lifted limb and it was discover the tubing was broken with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: at 19:20 on (B)(6) 2019, the patient's indwelling needle was observed on the back of the right lower extremity. The in-position was well fixed, the indwelling pin strip was not twisted, and there was no pulling, and the infusion could be performed normally. At 20:00, the patient was found to have a slightly lifted limb movement. When the patient was observed, he was found to have broken the needle strip into two sections, and immediately stopped rehydration, and then re-administered the indwelling needle puncture rehydration treatment. After the observation, the rupture indwelling needle puncture site, no redness, heat, pain, extravasation, etc.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after successful insertion after 40 minutes it was discovered the patient had lifted limb and it was discover the tubing was broken with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: at 19:20 on (B)(6) 2019, the patient's indwelling needle was observed on the back of the right lower extremity. The in-position was well fixed, the indwelling pin strip was not twisted, and there was no pulling, and the infusion could be performed normally. At 20:00, the patient was found to have a slightly lifted limb movement. When the patient was observed, he was found to have broken the needle strip into two sections, and immediately stopped rehydration, and then re-administered the indwelling needle puncture rehydration treatment. After the observation, the rupture indwelling needle puncture site, no redness, heat, pain, extravasation, etc.